Manufacturer narrative:
The complaint kit, smart card and photographs were provided by the customer for evaluation. Review of the smart card data shows that an alarm #7: blood leak? (Cent chamber) occurred after 121ml of whole blood was processed. The customer provided photographs verify the reported drive tube leak as clear liquid is seen on top of the centrifuge bowl and at the base of the outer bowl where the drive tube connects. Examination of the returned kit found a small cut above the gasket holding the drive tube near the top of the centrifuge bowl. A pressure test was performed, and a leak was verified at the location of the cut on the drive tube. A material trace of the drive tube assembly and its components used to build lot n326 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the drive tube leak was most likely due to the cut on the drive tube. The root cause of the cut on the drive tube could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n326 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n326 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit, smart card and photographs are still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6)2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the top of the centrifuge bowl where the drive tube connects to the bowl. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit, smart card and photographs for investigation.